Event description:
The customer felt that the insulin pump was over delivering, and she wanted to speak with her local representative. Advised the customer that troubleshooting could be conducted after speaking with her representative. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.